Event description:
It was reported that customer had high blood glucose. Customer's blood glucose was 552 mg/dl. Troubleshooting was done. Customer treated the high blood glucose with the insulin pump. Customer does not have symptoms of high blood glucose. It was found in the troubleshooting that there was a big bubble on top of the reservoir, assisted the customer in processing manual prime. Customer experienced check settings alarm after rewind. The customer was educated regarding bolus wizard and was assisted in rewinding/priming the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.